Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for complex regional pain syndrome type I reported they were "jerked" three sundays ago, and since then they were feeling a "surging sensation" at the implantable neurostimulator (ins) site with stimulation which was painful. The manufacturer's representative (rep) met with the consumer the following day and performed an impedance check with some values less than 4,000 ohms and some less than 15 milliamps.

Event description:
Additional information was received from the manufacturer representative that reported that the patient was instructed to advise the manufacturer representative when she had a follow-up appointment with the surgeon for revision.

Manufacturer narrative:
Product ID 3986a, lot# lb8701, implanted: (B)(6) 2003. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the shocking was they were roughly grabbed and jerked by law enforcement about two years ago. The patient stated that they reported this to their healthcare provider and had x-rays that showed the wires had moved. No steps had been taken to resolve the issues and the shocking and impedance issue had not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had "impedance" in their ins battery and it shocked them on its own without having the remote on. The patient stated the manufacturer representative tested their ins battery back around maybe (B)(6) 2017. The patient said that the shocking started in the end of 2015, beginning 2016. The patient was directed to their healthcare professional. No further complications were reported. [Refer to (B)(4) for information pertaining to ins battery too big].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.